Event description:
On 4th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the dust and rear covers were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 4th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the dust cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 4th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the dust and rear covers were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the dust and rear covers were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective parts (spring arm 567501286 rear cover-ral9016 - ard367501900 and spring arm ac2000 df dust cover - hm56053311) were replaced, and device was released for further use. It was established that when the event occurred, the surgical light did not meet its specification due to missing of dust cover and rear cover, which contributed to the event. The provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing covers is moderate. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU 015181 en 09 pages 27-29). Additionally, users are requested to pay attention to cracks in plastic parts (IFU 015181 en 09 pages 20-22). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone: (B)(6).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the dust cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.